Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute stroke in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient's anatomy was tortuous. During the procedure, while coaxially advancing a 3maxc with a penumbra system ace 60 reperfusion catheter (ace 60), the physician experienced resistance and the 3maxc would not advance further. Subsequently, the 3maxc became kinked; therefore, it was removed. The procedure was completed using another microcatheter and the same ace60. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc was ovalized from approximately 129.0 cm from the hub to 139.5 cm from the hub. The 3maxc was kinked approximately 139.5 cm from the hub. The 3maxc had a damaged inner liner approximately 129.0cm to 139.5 cm from the hub, 139.5 cm from the hub, and approximately 144.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a kink on the returned device. Further evaluation revealed an ovalization on the distal length of the device. If the device is forcefully gripped or pinched during preparation or introduction into a parent device, it will likely become ovalized. If an ovalized catheter is attempted to be advanced into a parent device, resistance will likely be experienced. Forcefully advancing the device against resistance will likely result in a kink. The ace60 was not returned for evaluation. Further evaluation also revealed damage to the inner coil winds. This damage was likely incidental to the reported failure and may have occurred post-procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.